Manufacturer narrative:
Service confirmed damage on the tip membrane along the radio-frequency trace which most likely caused the reported issue during treatment. This evaluation confirms customer¿s account of possible sparking from the tips membrane during treatment. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment and can potentially cause patient burns. A review of the manufacturing records showed all requirements were met. No patient injury was noticed during treatment. Investigation found glowing or sparking from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.

Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection due to burnt trace observed on the surface membrane and the observance of dielectric breakdown on the tip. No functional testing can be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that while a physician was performing a thermage treatment the tip sparked at the 612th rep. The physician replaced the tip to resume the treatment however, another spark was observed with the second tip. There was no patient injury or impact. Two treatment tips with the same lot number were used during this procedure, this report is for the first tip involved.

Manufacturer narrative:
The product has been requested but not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.